Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color distortion during an appendectomy procedure involving an olympus gynecologic laparoscope. The device was inside the patient during sedation. There was no patient injury reported.